Event description:
During the procedure, the neuroform3 microdelivery stent system was advanced over a transend 300 guidewire and during advancement of the stent, it prematurely deployed. There was no harm to the pt during this event. The case was completed with a different unit.